Event description:
During index procedure, one endeavor sprint rx drug-eluting stent was implanted in the mid rca and one endeavor spring rx drug-eluting stent was implanted in the proximal rca, separately. Pt was asymptomatic at 30 day follow up. Approx five months post index procedure, a spontaneous gi bleed is reported to have occurred. It is reported that the pt received surgical intervention. Investigator reported that the event was not related to the study stent. Pt was asymptomatic at 6 month follow up.

Manufacturer narrative:
Results (gi bleed).